Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing. The sensing vector at the time of the shock was the primary vector. An office follow-up was done, and the sensing vector has been changed to the alternate vector. Another shock occurred and the new sensing vector is now set to the alternate vector. There were no additional adverse patient effects. The system remains implanted.